Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple severe hypoglycemic and hyperglycemic events over the last month which required intervention. No further information was provided.